Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: (B)(6) 2011: the patient was diagnosed with uterine prolapse, and stress urinary incontinence (sui) and underwent a hysteropexy with implant of a bard/davol flat mesh. (B)(6) 2014: the patient was diagnosed with a small bowel obstruction and underwent lysis of adhesions. (B)(6) 2015: the patient had a doctor office visit with complaints of abd pain and vomiting. The patient had a CT scan which indicted she had a small bowel obstruction and the doctor was going to order a small bowel follow through to rule out crohns disease.